Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, b5, d4 (primary UDI number), g3, g6, h2 and h11. Corrected data: d4 (primary UDI number). Section b5: additional event information received on 06-sep-2024 indicated that there was no evidence of physical material within the device. No other device was used with the concomitant device prior to the encountered resistance. There was no difficulty removing the device from the patient. The microcatheter did not kink/bent. The surgery was prolonged about 15 minutes, the delay was not clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an angioplasty, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8756361) became impeded in the distal end of a non j&j microcatheter (mc) and could not pass through the microcatheter. The physician removed the stent and microcatheter from the patient. The physician switched to a new stent and a new microcatheter to complete the procedure. The surgery was prolonged about 15 minutes. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d1, d9, g3, g6, h2, h3, h6 and h11. Corrected data: d1 (brand name): cerenovus enterprise. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was not returned for evaluation. The distal tip of the delivery wire was missing, and dried saline residues were noted along the distal end of the wire. Microscopic inspection revealed no additional damages on the delivery wire. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent becoming impeded in the microcatheter could not be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, the broken condition of the delivery wire was handled with the use of excessive force to overcome the impeded condition sufficiently to cause the delivery wire to break and enough to release the stent. Therefore, the issue reported is confirmed, however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.